Event description:
The paramedic had attempted to charge the defibrillator without success. The injured employee was instruted to reinitiate chest compressions. Defibrillation then changed and fired without warning. The injured employee had both hands on sternum of patient when the defibrillation activated. The electrical charge was transmitted from the patient to the injured employee. The monitor/defibrillator unit fired without warning or activationdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: distributor. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, defibrillator paddles, defibrillator subassembly. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.